Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device history record review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they left some boxes in the office, and they are for hemovac returns. There are fedex packing labels in the boxes. They sent biohazard bags, but we recommend putting the hemovacs in one of our red biohazard bags and then in a ziploc bag. The boxes can be taken down to the mail room when they are ready to be sent out. Per additional information received via mail on 31dec2024, stated that the hemovac drains become disconnected, usually at the y-site, with minimal patient movement.